Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was an unknown error message on the implantable neurostimulator recharger (insr). The insr was not working and the patient did not remember what the exact message was. At the time of the report, the patient did not have his equipment with him, so troubleshooting was not performed. No patient symptoms were reported regarding this event. Additional information received from the patient on (B)(6) 2016 reported the unknown error code on the insr) had net yet been resolved and no steps had yet been taken to resolve the issue. The patient did not know what circumstances had led to the unknown error code on the insr. It was noted that the patient saw a "tel/doctor" code and a power on reset (por) message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.